Event description:
It was reported that after three minutes of the first inflation at 10 atm, the pta balloon would not deflate. After several attempts were made to deflate the balloon by applying negative pressure with an inflation device, a 21 gauge needle was used to percutaneously puncture the balloon through the thigh. The balloon catheter was then withdrawn through the sheath without further incident. Another pta balloon catheter was used to successfully complete the procedure. No report of injury to the pt.

Manufacturer narrative:
The lot number was provided and the device history records are being reviewed. The device has not been returned for eval to date. The investigation is currently underway.